Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: can you identify the product code and lot number of the product that was used? Were there any patient consequence? Were there any unexpected outcomes, complications, or changes in the patient¿s postoperative care due to the prolonged procedure? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a vaginal anterior and posterior wall repair surgery+urethral suspension procedure on (B)(6) 2024 and a suture device was used. The suture was broken when it was used to suture the wound. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.